Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), serial#: unknown. Product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4). (B)(4) (serial #: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger connector pin was broken. The was further reported that they just got a replacement part and they confirmed the green light was on the desktop charger and the connector pin was plugged in correctly. The patient's wife stated there was no lightning bolt in the top left corner of the recharger, so she thought the device wasn't charging. The patient's wife tried to turn stimulation on with the recharger and saw the message to charge the ins. It was reviewed that the patient would need to charge the ins until it was 1/4full, and then try turning stimulation on. The patient was charging with good coupling. Additional information was received and it was reported that the patient was trying to charge their ins, but was getting zero coupling bars. The patient tried repositioning the antenna several times, but they were unable to resolve the issue of poor coupling. The issue was resolved after the patient adjust the dial on the antenna, and they had 8 coupling boxes. The patient noted they did not know where their recharging belt was and they needed more adhesive discs. The patient reported that they could not get their patient programmer (pp) to power up. The patient put new batteries in, but it still would not work. It was then clarified that the patient could power on the pp, but they saw the recharge ins warning screen instead of the usual therapy screen that they were used to. It was suggested that the patient charge their ins to at least 1/4 full and then try to connect the pp to the ins. No symptoms were reported. No further complications were reported or anticipated.